Event description:
Physiological monitor in use on pt. Parents were in the nursery observing pt. Saw smoke coming from the monitor and alerted the nursing staff. Nursing staff reported smelling electrical burning odor. Monitor immediately shut down and removed from service. Biomed notified as well as phillips the manufacturer of the device.